Event description:
Additional information received reported that the device was moved to a different spot in her abdomen on (B)(6) 2014 because the device was protruding out and coming to the surface. The patient reported that they moved the device higher into her abdomen and it was too deep. The patient had to push on the device to charge.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their healthcare provider (hcp) or manufacturer representative. The patient had pre-operative appointment on (B)(6) 2014 and had (B)(6) 2014 for surgery to reseat the generator. It was a pocket revision. The device was tacked down to the fascia and closed back up.

Event description:
It was reported that the patient was getting check the antenna screen, and the patient noticed this the day prior to the report and had been unable to charge. It was also reported that months ago, at least three months prior, the patient noticed the implantable neurostimulator (ins) was tilted with the top more inward and the bottom more outward. In the last couple days prior, the patient noted her stomach, where the battery was, had been poking her ¿all week¿ and the patient would feel like a burn sensation pretty bad. Information regarding actions taken to resolve the issue and patient outcome has been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37751 lot# serial# (B)(4) product type: recharger. Product ID: 3986a, lot# n178135, implanted: (B)(6) 2009, product type lead. Product ID: 3986a, lot# n178135, implanted: (B)(6) 2009, product type: lead. Product ID: 3550-29, lot# n277629, implanted: (B)(6) 2012, product type: accessory. Product ID: 37754 lot# serial# (B)(4), product type: recharger. Product ID: 37742, serial# (B)(4) implanted: (B)(6) 2007. Product type: programmer, patient. Product ID: 3708140, serial# (B)(4) implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4) implanted: (B)(6)2013, product type: extension. Product ID: 3708260, serial# (B)(4) implanted: (B)(6) 2007, product type: extension. Product ID: 3708240, serial# (B)(4) implanted: (B)(6) 2012, product type: extension. Product ID: 3986a, lot# n321175, implanted: (B)(6) 2012, product type: lead. Product ID: 3986a, lot# lb9351, implanted: (B)(6) 2004, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4): additional information received reported that an ultrasound was performed and confirmed that the device was a 1/4 inch too deep. The manufacturer representative showed the patient how to check the connection to the device. The patient was told they would need another surgery but nothing had been planned. They were going to travel to grand rapids, michigan to see another manufacturer representative but this appointment was not scheduled until sometime in (B)(6) 2015. The patient's device was implanted to treat migraines but until they could be seen they were prescribed medication by their health care provider (hcp).